Event description:
A (B) (6) male pt had underwent original aaa repair on (B) (6) 2009. The pt presented with a 7cm aaa which was discovered incidentally. The pt had an angulated neck and a right common iliac with severe angulation and circumferential calcium on the left. The plan was primary left, bifurcated graft and coil the right hypogastric and extend into the right external. The physician was unable to access the right hypogastric so he changed the plan to a renu converter, left primary and a zenith iliac zt leg. The physician wanted to be sure there was no retrograde flow from the right hypogastric so he placed a converter into the right iliac with the 12mm portion covering the hypogastric and the 32mm diameter into the right iliac aneurysm. The pt had a unremarkable post op course and was discharged. On (B) (6) 2009, the pt was presented to another hospital through the emergency dept with a fever and stomach pain, had a CT and it was determined he had an infected graft/aorta. The pt was transferred to the facility where the device has been implanted and the original physician explanted the zenith graft on (B) (6) 2009. According to the physician, the pt is having a difficult post-op course after the open procedure. The infection was found to be due to pseudomonas aeruginosa and rare e-coli. On (B) (6) 2010, the pt is still in the sicu in critical condition. The primary source of his infection is still unclear. He has some issues with his right ureter, this is also not clear whether or not it is at all related to his infection. He is still on IV antibiotics. On (B) (6) 2010, area rep found out this pt expired in the hospital. He was never discharged after his explant procedure. He had also had a ureteral procedure done sometime between the implant and the explant. Physician said he had hydronephrosis of the left ureter.

Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.